Event description:
Patient suffered a tibial plateau fracture that forced the removal of the tibial baseplate and the liner.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown primary baseplate. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.